Event description:
Female pt with pelvic pain needed indwelling urinary cath placed for sonogram. Balloon testing was done prior to insertion, pt had sono upon return to ed, pt needed catheter removed. Proper procedure was followed for deflation of the balloon, however, the balloon would not deflate, the inflation port was cut but balloon would not deflate. Urologist consulted and saw pt in the ed; urologist utilized a metal guide wire to assist in deflating the balloon.